Event description:
It was reported that during the recanalization procedure, the device allegedly broke with the probe coming off the sheath. It was further reported that the probe remained inside the patient. The device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned to the manufacturer for evaluation. A physical investigation was performed for the catheter. It can be confirmed that the helix was broken. The helix was broken at 57 cm distal from the tip of the catheter. Therefore, the investigation is confirmed for the reported detachment issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during the recanalization procedure, the device allegedly broke with the probe coming off the sheath. It was further reported that the probe remained inside the patient. The device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. The catalog number has not been cleared in the us but is similar to the rotarex set 6f 135cm products that are cleared in the us. The pro code and 510 k number for the rotarex set 6f 135cm products are identified. (Expiry date: 12/2023).

Event description:
It was reported that during the recanalization procedure, the rotarex device was unintentionally released into an unintended artery without the surgeon activating the release mechanism. This complication necessitated the use of general anesthesia and a balloon-assisted retrieval, significantly extending the duration of the procedure. A second device was required to complete the intervention. It was later identified during follow up that although the device broke, with the probe detaching from its sheath, the probe itself remained in the patient. To extract it, the surgical team wedged the probe between a 6f introducer and a balloon to remove it in one piece. There was no indication of unusual anatomy, and the rotarex probe was mounted using standard techniques. The detached part was completely separated from the handle, and recovery required a lasso and a larger introducer. A 0.014 guide and balloon were used in parallel with the broken probe, and ultimately, no visible parts were left inside the patient. There were no clinical consequences from the incident.

Manufacturer narrative:
H11: a voluntary recall has been initiated for the rotarex atherectomy system. The atherectomy catheter eifu was updated to clarify and emphasize procedural steps intended to reduce the likelihood of catheter breakage events. Catheter has an outer cylinder connected to a rotating helix, which could fracture and/or break, which would require retrieval, and helix facture/break could cause vessel injury and lead to severe bleeding. As part of an internal investigation, this event was reviewed in collaboration with our medical affairs team. Based on the findings, it has been determined that the event meets the criteria for a serious injury as defined under 21 cfr 803.3. Accordingly, we are submitting this report to reflect the upgraded classification. Please refer to section b5 of this report for a detailed event description and rationale for the reclassification. The catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a physical investigation was conducted on the returned catheter. The evaluation confirmed a helix fracture. However, the root cause of the failure could not be further specified and a definitive root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.